Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that 03.133.103, drill bit ø2.5 qc l170 calibration 80] has been broken . The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [drill bit ø2.5 qc l170 calibration 80] would contribute to the complained device issue. Based on the investigation findings, cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: inspected, packaged, sterilized and released by: monument / supplier - (B)(4); release to warehouse date: 12-mar-2021; part number: 03.133.103, 2.5mm drill bit qc 170mm 80mm calibration; lot number: 96p1803 (non-sterile); lot quantity: (B)(4). Component part(s) reviewed: part number: 03.133m103, 2.5mm drill bit qc 170mm; lot number: u370221; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev b met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 18-feb-2021 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 50.5 hrc. Part number: 03.133m103, 2.5mm drill bit qc 170mm; lot number: u377255; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev b met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 12-feb-2021 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 54.2 hrc. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the local/internal inspection in the orthokit loaner department the following product deviation was identified: drill bit is broken. The healthcare provider completed surgery with a 2nd drill. There is no patient harm. There was no surgical delay.